Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had moisture damage on the electronic assembly. No motor error alarm, battery alarm or rewind anomaly could be testing and the functional testing could not be performed due to the unresponsive buttons. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a crack and the insulin pump was exposed to moisture. Customer stated they went kayaking and fell out of the boat prior to the alarm. Customer mentioned that the buttons on the insulin pump were stuck and the insulin pump rewound on its own. Customer was unable to press the act button. Customer's blood glucose reading at the time of the call was 130 mg/dl. Customer was advised to revert to a backup plan as the insulin pump was being replaced.